Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of reau1854 showed no other similar product complaint(s) from this lot number. Device remains in patient.

Event description:
Nurse from the facility reported she has a patient that has powerpicc solo that was placed at another facility in (B)(6). The nurse stated that the powerpicc solo would flush but there was blood backing up into the clear portion of the PICC. She inquired about what can be done to keep the blood from backing up in the PICC. It was stated that chest x-ray has yet to be performed. Ms&s informed the powerpicc solo valve is located in the disk next to proximal end of the PICC. Ms&s discussed with the nurse that a chest x-ray for tip location may be needed and informed that a dye study may help diagnose a fibrin sheath. Ms&s advised that the physician could be called to ask about cathflo/tpa usage and informed to not have the catheter above the heart when flushing.